Event description:
It was reported that the patient¿s setting was at 1.7. She started leaking at night time, so when she checked the implantable neuro stimulator (ins) the setting was back at 1.3; it had decreased power on its own. The patient stated that it started happening within the two weeks prior to the report. She did not know anything had happened and then her symptoms started reoccurring, which was when she checked the ins. She had not made any changes or anything around the time of the report. The patient had tried for several days to reset her settings, but it would not allow her to until the time of the report. She was able to increase stimulation while on hold. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k85w, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the patient reported that when it went from one setting to a lower setting, the patient started having leaking issues and flooding issues. The patient knew something was not right and then when she checked it the number it was indeed on a lower number. The patient was not sure ¿how on earth it had done that.¿ she did not know if it was something she did because she had not even, at that time, made any kind of adjustments. It was very confusing to her and she just felt like something was totally wrong with the implant itself. The patient increased the number and had it adjusted and it was in a ¿decent place.¿ nothing had gone wrong since that time and she felt more confident about it.

Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was by phone on (B)(6) 2014. The device changed settings without the patient¿s body contact with remote.